Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavily on the compact air drive device. It was further determined that the motor was faulty on the device. It was further determined that the device failed pretest for check for starting behavior, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the device did not run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.